Event description:
Clinician claims unscheduled dose delivery of pump. Nurse arrived at pt's home at scheduled delivery time to find pump had already been infusing for an hour. Infusing pencillin for period of 1 hour with 3 hours off time (4 hour cycle) for 24 hours(total 6 deliveries). No adverse affect on pt.